Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor was found fractured in the sterile processing department. The part had a chipped piece on the bottom side. No patient involved. Attempts have been made and no further information has been provided.